Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported that the event occurred in the intensive care unit. During removal of the dilator from the sheath the dilator got broken near the holder (snap-lock feature) and slipped into the patient's vessel. The retained piece of the dilator, need to be surgically removed from the patient. No device is available for investigation. Additional information received on 11-29-16: the patient outcome is listed as fine. The dilator slipped approx. 3cm into the vessel. The device was discarded by the hospital.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The occurrence rate is within acceptable risk limits. The reported complaint of the dilator hub separating from the dilator body is not able to be confirmed. The product was not returned for evaluation. The root cause of the complaint is undetermined. Other remarks:

Event description:
It was reported that the event occurred in the intensive care unit. During removal of the dilator from the sheath the dilator got broken near the holder (snap-lock feature) and slipped into the patient's vessel. The retained piece of the dilator, need to be surgically removed from the patient. No device is available for investigation. Additional information received on 11-29-2016: the patient outcome is listed as fine. The dilator slipped approx. 3cm into the vessel. The device was discarded by the hospital.